Event description:
Patient experienced a separation of a baxter titanium adapter from the catheter. The patient was administered prophylactic antibiotics per affiliate, no patient injury resulted from the incident.